Event description:
It was reported that the patient has swelling if he sits for 20 minutes. Patient also states that he feels a small amount of pain and also has poor balance when standing on hip sometimes. Patient states that he is taking some pain medication and light exercise (stationary bicycle).

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.